Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent an outflow graft revision and thrombectomy on (B)(6) 2018 after power elevations were observed. The patient was discharged to home in stable condition. No additional information was provided.